Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 131 mg/dl, 146 mg/dl, and 521 mg/dl. The patient administered more insulin which caused hypoglycemia. The type and amount of insulin was unknown. The patient experienced symptoms of dizziness, excessive sweating, and shivering. The patient did not receive medical treatment.